Event description:
It was reported that the patient experienced multiple inappropriate therapies due to right ventricular (rv) lead oversensing. The rv lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. Additionally, the lead had a confirmed fracture, exhibited non-physiologic noise, and undefined high pacing impedance. The lead was programmed off and later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.